Manufacturer narrative:
Suspected root cause: as the surgeon did not use a dilator during this case, this may have resulted in excessive torque being applied, which resulted in screw failure.

Event description:
It was reported that during fixating stg acl reconstruction femoral tunnel with screw, after turning the screw halfway in, it broke off. A grasper and easy out was used to remove pieces. Another screw of same was used to secure stg.